Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with original cap on spike and no cap on patient connector in reference to connection issue. The set was functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. During visual inspection no abnormalities were noted. The complaint could neither be confirmed nor duplicated under lab conditions. A root cause of the complaint could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the titanium adapter was difficult to attach to the catheter adapter and possibly the transfer set. The titanium adapter was not produced by baxter. There was no patient injury or medical intervention.